Event description:
It was reported that a pt recently underwent abdominal surgery and the absorbable adhesion barrier was used. The pt experienced a severe allergic reaction leading to systemic hives. No further info is known at this time.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.